Event description:
Customer reports two false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is for individual 1. See case-(B)(4) for false positive result for individual 2. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21606e, reader sn (B)(4). Individual tested negative with a rapid pcr, lab-based pcr and antigen test immediately following the false positive result. Individual had no symptoms and confirmed cartridges were stored according to the instructions for use.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false positives with retain testing. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.